Event description:
It was reported that two days post chronic catheter placement, the end of the catheter allegedly popped off leading to an external leak. It was further reported that there was a leak of chemo and the chemo was a vesicant which leaked on the patient's skin and clothing. Reportedly, chemo was cleaned and the patient was not harmed.

Manufacturer narrative:
Manufacturing review: the DHR review is not available because the corporate lot number is unknown. Investigation summary: two electronic photos of a syringe with attached injection cap, connector and catheter fragment were returned for evaluation. A photo review was performed. The investigation is inconclusive for catheter separation from connector, as the exact conditions and medical circumstances surrounding the reported event are unknown. The definitive root cause could not be determined based upon available information. It is unknown whether the white injection cap disconnected, the pink connector disconnected from the injection cap or catheter disconnected from the pink connector. There was no oversleeve visible in the photo. Connecting the catheter to the pink connector without the oversleeve may have contributed to the reported event; however, the exact conditions surrounding the event are unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was not provided. Therefore, a device history record review cannot be performed. Photograph of the device has been provided for evaluation. The device is not available for return. The investigation of the reported event is currently underway.

Event description:
It was reported that two days post chronic catheter placement, the end of the catheter allegedly popped off leading to an external leak. It was further reported that there was a leak of chemo and the chemo was a vesicant which leaked on the patient's skin and clothing. Reportedly, chemo was cleaned and the patient was not harmed.